Event description:
It was reported that while attempting to place a stent in a moderately tortuous, proximal rca, resistance was met. The stent was deployed proximal to the lesion. Another co's stent was placed and the case completed.